Event description:
The customer reported non-reproducible, falsely elevated troponin I (access accutni+3) results for thirteen (13) patients across 3 days on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). This report addresses the results obtained on (B)(6) 2015 for one patient. The initial result was above the customer's normal reference range. The elevated access accutni+3 result was released from the laboratory. The result was questioned by the physician as it did not match the patient's previous results. A second sample was obtained from the same patient and was analyzed on the same unicel dxi 800 access immunoassay system and recovered with lower access accutni+3 results, but still above the customer's normal reference range. The customer reanalyzed the initial patient's sample on (B)(6) 2015 on the laboratory's unicel dxi 800 access immunoassay system (serial number unknown) and the results were within the customer's normal reference range. There was no report of patient injury or change in patient treatment associated with this event. Calibration and quality control (qc) were within specification at the time of the event. A beckman coulter (bec) customer technical specialist (cts) suggested that the customer run a system check to verify instrument performance. The system check failed and a beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The patient's samples were collected in rapid clotting serum tubes (rsst) and centrifuged at 3000 rpm (revolutions per minute) for six minutes. Report 2122870-2015-00205 addresses the results obtained on (B)(6) 2015, 2122870-2015-00206 addresses the results obtained on (B)(6) 2015, 2122870-2015-00207 addresses the results obtained on (B)(6) 2015.

Manufacturer narrative:
The patient's date of birth and weight were not supplied. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and performed an aspiration flow test which did not meet specifications for aspirate probe 2. The fse noted flattened peri-pump tubing. The engineer identified faulty peristaltic pump tubing as the cause of the incomplete aspiration. Incomplete aspiration will cause elevated relative light units (rlus) such as seen in the failing system check and the elevated access accutni+3 results. The engineer replaced the tubing and performed successful hardware verification. In conclusion, replacement of the aspirate tubing corrected the incomplete aspiration issue which was identified as the cause of this event. (B)(4). All mdrs associated with this report are: 2122870-2015-00205, 2122870-2015-00206, 2122870-2015-00207.